Manufacturer narrative:
This report is being submitted to correct the impact codes and patient codes field (h6) in section h, device manufacturers only. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 20629060 product family: scs-linear leads upn: m365sc2366500 model: sc-2366-50 serial: (B)(6). Batch: 20577608. Product family: scs-linear leads upn: m365sc2366500 model: sc-2366-50 serial: (B)(6). Batch: 20577608.

Event description:
It was reported that the patient experienced inadequate stimulation in their feet due to peripheral neuropathy. Device reprogramming was attempted but was not successful. The patient underwent a revision procedure to explant the entire spinal cord stimulator (scs) system. The explanted devices were retained by the medical facility. The patient was stable and recovering.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 20629060. Product family: scs-linear leads: upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(4). Batch: 20577608. Product family: scs-linear leads upn: m365sc2366500: model: sc-2366-50. Serial: (B)(4). Batch: 20577608.

Event description:
It was reported that the patient experienced inadequate stimulation in their feet due to peripheral neuropathy. Device reprogramming was attempted but was not successful. The patient underwent a revision procedure to explant the entire spinal cord stimulator (scs) system. The explanted devices were retained by the medical facility and will not be returned for analysis. The patient was stable and recovering.